Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, stained end cap sticker and cracked case at reservoir tube window corner.

Event description:
The customer's father reported via phone call that the insulin pump had a button error alarm and numbers were scrolling on the screen. Customer's father also reported that the keypad was unresponsive. The caller stated that the customer wore the device while cheerleading prior to the error alarm occurring. Blood glucose level at the time of the incident was above 60 mg/dl. The customer's father was advised that the insulin pump would be replaced and agreed to return the product for analysis.